Event description:
It was reported a filter did not appear to open completely following deployment via the right femoral approach. A second filter was placed and the physician felt the pt was adequately protected at that time. The pt subsequently expired sometime post filter placement due to a pulmonary embolus. It could not be confirmed where the pulmonary embolism originated from (i.e. Upper extremities or the existance of the pulmonary embolism distal to filter placement). This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Co's follow-up could not confirm if a preplacement vena-cavogram was performed or if continual flushing of the carrier system during the implant procedure was performed, which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event.